Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that there was an event code logged in the memory of their device. The event code logged can be indicative of a failure of the device's AED function. As a result, the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The issue was isolated to the device's therapy pcb assembly. The device was returned to the customer without repairs per their request. Stryker advised the customer not to use the device.

Event description:
The customer contacted stryker to report that there was an event code logged in the memory of their device. The event code logged can be indicative of a failure of the device's AED function. As a result, the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if needed. There was no patient involvement reported with the event.